Manufacturer narrative:
The device will not been returned for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.

Event description:
A jagtome was used for therapeutic purposes. During the procedure, the cutting wire broke. There were no complications or intervention reported with this event.